Manufacturer narrative:
Common device name: protector, ostomy. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
The end user reported that company¿s unknown wafer cut into the stoma which caused stoma laceration and bleeding. She added that she has recently developed large grapefruit-sized parastomal hernia which caused her stoma size to increase more than fifty inches, but her estimate might be up to seventy-six mm in diameter. She had been cutting the wafer larger and larger. After cutting the wafer, the exposed plastic cut into the stoma which resulted in bleeding while walking. End user also said that she thinks it was the way she had to cut it to fit. She was seen by physician; however, no treatment was provided to her. It was in minimal amount that stopped quickly without intervention and laceration is also improving. The patient continued to use the product and educated to stop using the product and not to cut the wafer larger than forty-eight mm to avoid exposing the plastic that makes it convex. She stated that she will send a photo of the stoma with next pouch change, however at this time, no photo was received. She agreed to do virtual visit and referral was entered.